Manufacturer narrative:
Customer confirmed there was no incident or issue with this product and no product will be returning for analysis. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. This report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4). No product returned at this time.

Event description:
Customer reported while the limb holder was in use with a patient the quick release buckle broke. The date the issue was discovered is unknown and no serious injuries were reported.